Manufacturer narrative:
H10: this is in regard to the touchscreen accusation of the v60 touchscreen not responding. The field service engineer (fse) tried to calibrate the touchscreen but was not able access it or turn the device off. The touchscreen passed all of the flex cable resistance testing. The removed touchscreen was returned to the product investigation lab (pil). The failure investigation (fi) technician installed the touchscreen into a pil ventilator to duplicate the reported issue. The visual inspection of this touch screen did not reveal any signs of damage or contamination. Initially, the touchscreen failed during diagnostics and functional testing and displayed misaligned touch points. The technician verified that after successful recalibration of the touchscreen while using the touchscreen calibration button noted in the diagnostics portion of the software, the touchscreen could be recalibrated. The touchscreen passed all diagnostics testing and operated without issue. After the calibration of the touchscreen, the touch points were properly aligned with the liquid-crystal display (lcd).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the touchscreen was not responding. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
H10: it was reported that there was no patient involvement at the time the issue was discovered. A field service engineer (fse) was dispatched onsite. Upon arrival, the fse tried to calibrate the touchscreen but was not able access it or turn the device off. After confirming that the touchscreen was not responding, the fse ordered a new touchscreen to complete the repair. The fse verified that the new touchscreen replacement resolved the reported issue. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00266. All information from the original report(s) has been transferred to this report.